Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a procedure, the fast-fix 360 curved needle delivery system t2 fell off. A back-up device was available to complete the surgery with no significant delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t2 fell off.¿ anchors and suture were returned. T1 was freed from the delivery needle. T2 was wedged inside the needle track where there was a near 90 degree upward bend in the needle. Their condition indicates difficulty with insertion. The depth limiter was attached and was creased. This symptom is consistent with probing. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. The device cycles and actuates but retracts with drag due to the upward bend in the needle. No root cause related to the manufacture of the device was confirmed.